Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that they are seeing system problem rm03 when trying to charge the implant. Caller stated they have been without a charge for about 10 days and it doesn't feel good. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the batteries and confirmed green flashing light above screen; controller is 70 percent and implant is 30 percent. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins. Caller then connected recharging antenna and confirmed charging excellent. After a few minutes, caller saw system problem (77) rm03 again. The issue was not resolved. A replacement recharger (rtm) was sent out. Caller inquired about different programming options. Caller wanted to know if there was a way to get even better therapeutic benefit from the stim therapy and asked about the type of programming where you don't feel the stimulation. Caller stated they feel stimulation down their legs but they remember the rep mentioning something available where you don't feel stim. Agent reviewed high-def programming information and redirected to hcp. Caller also mentioned they also have to adjust stim manually when they change positions (example when they lay down its too strong so they have to decrease intensity or shut it off therefore it is not working when they sleep) and wondering if that is normal. Agent reviewed adaptive stim feature information and redirected to hcp. Caller stated they have the implant for nerve damage which causes them to feel pins/needles/knife stabbing sensation and even with the stim programmed it doesn't help it take away all the pain "it doesn't stop it all". Caller asked if there was something else that would work better to treat this. Agent reviewed role of patient services, reviewed scs indications and redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.